Manufacturer narrative:
Results: the pod packing coil (podj) embolization coil stretch resistant wire (sr wire) was fractured conclusions: evaluation of the returned devices revealed that the lantern delivery microcatheter (lantern) was kinked and ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped during insertion into the patient anatomy or parent catheter, the lantern may become ovalized. If force is continued to be applied after resistance has been encountered, the lantern may become kinked. Further, evaluation of the returned devices revealed that the podj¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated against resistance, the sr wire may become fractured, causing the embolization coil to become detached. The ovalization in lantern likely contributed to the resistance that was experienced by the physician while attempting to advance the podj through it. The other two ruby coils, the first lantern used in the procedure, and the pusher assembly to the podj mentioned in the complaint were not returned for evaluation. All penumbra coils and catheters are inspected during in-process inspection and inspected by quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01287, 3005168196-2016-01288 and 3005168196-2016-01290.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lantern), ruby coils, and pod packing coils (podj coils). During the procedure, the physician advanced a 45 degree lantern through a non-penumbra catheter, and successfully deployed and detached three ruby coils in the target vessel. Next, the physician attempted to deploy a new ruby coil ((B)(4)) in the aneurysm; however, the ruby coil was unable to fit properly in the aneurysm and therefore, the physician decided to remove to remove it. However, while retracting the ruby coil through the lantern to remove it, the ruby coil unintentionally detached within the lantern. The physician then attempted to remove the detached ruby coil from the lantern and it started to unravel; therefore, the lantern was removed from the patient and the physician successfully pulled the detached ruby coil from it. The same lantern was reinserted into the patient's body and another ruby coil ((B)(4)) was advanced; however, the physician experienced resistance and the ruby coil unintentionally detached as the physician continued to advance it against resistance. The lantern containing the detached ruby coil was removed from the patient and the physician switched to a straight lantern since the physician believed that the 45 degree angle lantern was preventing access to different areas. The straight lantern was then advanced through the same non-penumbra sheath without resistance. However, while advancing a podj coil ((B)(4)) through the straight lantern the physician experienced resistance. The physician then continued pushing this podj coil against resistance and the podj coil unintentionally detached with about 10cm of the coil still within the lantern. The physician also noticed that the lantern became kinked; therefore, the lantern containing the detached podj coil was removed. However, while removing the detached podj coil from the lantern, it became unraveled and the physician was eventually able to pull it out. Thereafter, the procedure was completed using a non-penumbra microcatheter, new ruby coils, and new pod coils. The physician used a rotating hemostasis valve, and flushed the microcatheters between each coil. There was no report of an adverse effect on the patient.